Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating motor error alarm from the insulin pump. The customer's blood glucose reading was 141 mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear loose. The customer mentioned that the pump has been dropped a couple of times. The customer stated that the pump usually hits the wall when the swing hits the wall. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the selftest, unexpected restart, rewind, basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and it passed. The drive support disk was inspected and no anomalies were noted. The pump was received with cracked battery tube threads and minor scratches on the lcd window. The pump was received with a corroded battery tube.